Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: investigation findings code - 3221. This is a follow up report to remove this code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.